Event description:
A biomedical engineer reported that the surgeon stated that the leica ohs1 scope was 6-8 mm inaccurate during a tumor resection. The inaccuracy was related to depth and was noticed during navigation. He continued the case navigating all other instruments with no impact to the pt's outcome.

Manufacturer narrative:
The pt info was unavailable from the site. The scope was confirmed to be inaccurate and was recalibrated on-site by medtronic staff. After calibration, the scope was verified by medtronic staff and a neurosurgeon to be accurate and fully functional. No parts are expected to be returned.